Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that had a recurring replace battery now alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that he's been receiving recurring replace battery now alarm without low battery alert even after the battery has been replaced several times. During replace battery now alarm troubleshooting, customer confirmed that the battery cap was not loose or damaged, there were no unattended alarms, and battery was not previously used. Customer also mentioned that 3 to 4 weeks prior to call, he received a stuck button alarm, and all the buttons were sucked in. The issue with stuck button alarm was resolved when took off the insulin pump battery cap. Customer had the power error detected alarm as well. Unable to complete power error detected alarm troubleshooting due to it was a past event. Advised customer that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed the self test. All buttons functioning properly. No damage in the keypad assembly noted. The connector on electronic board 1 was inspected and properly connected. No unexpected button error alarm or unexpected battery power loss noted. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on electronic board. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. No unexpected battery power loss alarm noted. Unit received with cracked retainer and pillowing keypad overlay.